Manufacturer narrative:
Batch review performed on 04 june 2024: lot 172805: (B)(4) items manufactured and released on 04-jul-2017. Expiration date: 2022-06-22. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 6 years and 7 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.